Event description:
It was reported that an administration set for blood and blood components leaked while spiked into a blood bag. It was not specified when in the process this occurred. This was reported to have occurred in an operating theater. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.